Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to a conductor fracture. This lead was also noted to have exhibited helix retraction issues. This lead was successfully replaced and is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to a conductor fracture. This lead was also noted to have exhibited helix retraction issues. This lead was successfully replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Supplemental: upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the bent helix housing may have contributed to the irregularity in helix function. Initial: if information is provided in the future, a supplemental report will be issued.